Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) stopped pacing while it was in use and was not performing atrial sensing properly. The epg was returned for service. It was reported that the patient was affected but the extent to which the patient was affected is unknown.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported issue that the device stopped pacing. Analysis noted that the upper case was dented, two side bail covers were broken, the keyboard was scratched and the serial number label was damaged. The device was returned without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) stopped pacing while it was in use and was not performing atrial sensing properly. The epg was returned for service. It was reported that the patient was affected but the extent to which the patient was affected is unknown.